Event description:
The pt stated that they had had a sparc sling system device implanted and that their body had "rejected it." They were going to have a surgery to have it removed. Additional info received in 2004 is that the pt had the sling removed. Pt reports they are "very ill."